Manufacturer narrative:
Available details indicate that the device had a ECG cable with a broken clamp and did not lock the electrode correctly. Details provided in an update from the distributor in an email response indicates that they replaced 989803145091 - 3 leadset, grabber, aami, ICU, (ECG cable) and the device was successfully returned to service. The customer's device was successfully repaired and returned to service. It has been concluded that no further action is required at this time.

Event description:
It was reported to philips that device has damaged part. There¿s no patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation